Event description:
It was reported that during a routine preventive maintenance (pm), performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) pressure regulator was unstable. The values did not settle within the specified range. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, b5, e2, e3, d5, e4, e1(initial rep name, email), g2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) the fse reported that the failure occurred after safety disk replacement (0103-00-0633). The fse replaced the drive regulator (0103-00-0633), which made it possible to adjust the pressure regulator values to fit the specified range, therefore the issue was resolved. The unit passed all the functional and safety tests as per factory specifications.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during operation check, cardiosave intra-aortic balloon pump (iabp) had pressure regulator adjustment unstable. There was no patient involvement.